Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-00878. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed that the delivery system was observed with esheath over the flex shaft and the valve was observed on the distal shoulder of the inflation balloon with the inflow side flared outward. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Patient factors such as calcification, tortuosity, or small vessel size may cause constrained sections of the anatomy that interfere with the passage of the delivery system and cause difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with the vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with the vasculature or the sheath. Furthermore, if the sheath was previously damaged, it can cause further resistance as the delivery system with crimped thv is withdrawn into it. In addition, if the thv is not centered on the flex tip, the proximal end of the thv may be exposed to the environment causing it to become caught on the vasculature or sheath tip during withdrawal. Finally, the edwards procedural training manuals instruct the user to withdraw the delivery system with crimped thv and sheath from the patient as a single unit. In this case, the reported event of withdrawal difficulty was confirmed. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : not returned.

Event description:
The initial attempt to implant the valve failed during a mitral in ring procedure using a 26mm sapien 3 ultra valve via transseptal approach. The valve could not cross the existing mitral ring, so the team decided to start over with a new septal puncture. The team attempted to remove the sheath, delivery system, and valve as one unit, but the valve got caught/stuck in the femoral vein. Vascular surgery was then called to remove the valve and repair the femoral vein. Once the area was repaired and the valve was removed from the vein, the team then attempted a second time from the contralateral side. This was successful implantation of the second valve without any issues.